Event description:
Literature was reviewed regarding the long-term outcomes after implantable cardioverter defibrillator (ICD) implantation in the adult congenital heart disease (achd) population. The authors described thirty-five patients studied with achd and ICD implantation either for primary or secondary prevention. There were three patient deaths; two died of heart failure and one due to bacteremia caused by a lead infection. There were six patients who experienced inappropriate therapy due to atrial arrhythmias, t-wave oversensing (twos), and noise. Patients underwent ablation procedures for atrial arrhythmias or adjustments to medication to prevent inappropriate therapies. There was one patient with an unknown lead failure which required reimplantation. The status of the devices and leads isunknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: long-term outcome of adult congenital heart disease patients with implantable cardioverter-defibrillators. Congenital heart disease. 2025; 20(3). Doi: 10.32604/chd.2025.067716 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.